Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a small device related thrombus present on the closure device. The patient is doing fine and there were no complications or treatments that were reported to have occurred as a result of this event. It was further reported that the patient was started on anticoagulation medication in response to this event.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a small device related thrombus present on the closure device. The patient is doing fine and there were no complications or treatments that were reported to have occurred as a result of this event. It was further reported that the patient was started on anticoagulation medication in response to this event.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a small device related thrombus present on the closure device. The patient is doing fine and there were no complications or treatments that were reported to have occurred as a result of this event.